Manufacturer narrative:
Updated sections: d10 (,concomitant medical products) g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/16/2019. An investigation was conducted on 11/08/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. No visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure to cut. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device was able to transect the tissue. Based on the returned condition of the device and the evaluation results, the reported failure "failure to cut" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 is defective and would not burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 is defective and would not burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.